Event description:
(B)(4). Symptoms started w/ feelings of being lightheaded/dizzy/vertigo. Scared to be alone due to this feeling. Then starting missing periods by (B)(6) of 2010 a couple times. Symptoms I've developed since essure are bloating, brain fog/forgetfulness, tiredness, eye/face twitching, cramps (never been a cramper), sharp shooting pains like the ones I had when the put the essure in (like nerves being hit), anxiety, more frequent headaches, chest pressure, joint pain, nausea, dizziness and head pressure, periods becoming further apart between 24 days to over 100 days, excessive bleeding (never been a heavy bleeder) cysts, irritable bowels causing a couple trips to the hospital with bleeding and have become heat intolerant.